Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient's receiver and smart device lost connection with the transmitter. Patient stated that they were now using a second transmitter and that is working properly. Patient stated that they experienced the loss of connection at other times, but didn't realize at the time that they should report it. Patient didn't remember the dates of any prior events. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction the reported event of a loss of connection was not confirmed. A root cause could not be determined.